Event description:
A report was received that a patient had a hematoma removed from their epidural space. The patient's symptom was paralysis in the left leg. The patient was able to move their left leg once the hematoma was removed. The patient will remain in the hospital until they gain strength back in their leg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision ipg kit.